Manufacturer narrative:
Device is combination product (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the distal right coronary artery (rca). A 2.75x16mm promus element ¿ stent was successfully implanted. A 2.75x20mm promus element ¿ stent was then selected; however, the stent delivery system (sds) could not advance past the proximal rca. Several attempts were made; however, eventually the shaft of the sds broke. The procedure was completed with a non-bsc stent. There were no patient complications and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a kink. The hypotube broke and was partially detached at approximately 200mm distal to the distal end of the catheter strain relief. In addition, the hypotube broke and fully detached at 210mm distal to the distal end of the catheter strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the distal right coronary artery (rca). A 2.75x16mm promus element ¿ stent was successfully implanted. A 2.75x20mm promus element ¿ stent was then selected; however, the stent delivery system (sds) could not advance past the proximal rca. Several attempts were made; however, eventually the shaft of the sds broke. The procedure was completed with a non-bsc stent. There were no patient complications and the patient status is stable.